Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to a routine pulse generator changeout procedure. Upon interrogation, the right atrial lead exhibited increased capture thresholds. The physician capped and replaced the lead during the same procedure on (B)(6) 2019. The patient was in stable condition.